Event description:
The home pt (hp) reported experiencing an electrical shock when turning on the homechoice pro cycler. The hp received baxter's urgent device correction letter dated 11/04 regarding reports of pts receiving a shock when using the homechoice devices. The hp subsequently contacted baxter global technical service and requested a replacement device. The hp had been shocked by the homechoice cycler. Hp experienced a brief, mild, electrical shock in their fingers at the power switch as hp pressed the power switch when turning the device on. Afterwards, hp processed to setup their homechoice pro cycler and use it for apd therapy with no further difficulties. The hp relates that there was no sustaining injury or medical intervention reported.